Manufacturer narrative:
(B)(4). It was reported the pump over infused. Upon receipt of the pump, flow rate tests were performed and the results were within specification for all flow rates except at 800 ml/hr where the flow rates were found to be marginally lower and out of specification by 0.67 percent. The pump required recalibration. Additional flow rate tests were performed at the setting described by the customer for one hour and the pump passed the test.

Event description:
It was reported that the bag is missing 110 ml of fluids. Infant born in nicu at 07:47 and initial blood sugar at 30 minutes of age was 70. Infant had a blood gas drawn at 09:10 on which the glucose read high. An istat blood sugar was drawn from the heel which read 588. Infant receiving d10w at 6.7 ml/hr per peripheral IV. Infusion stopped. At 9:30, the 250 ml d10w bag noticed to be missing 110 ml of fluids. The nurse stated she had to flush the tubing to get rid of lots of bubbles but is unsure of how much fluid was wasted. The sigma pump was sent to the engineering department and the IV fluids are being analyzed by the pharmacy. The infant stayed on an insulin drip and pcmc endocrinologist was consulted. The customer was unsure at the time of the event if the infant has neonatal diabetes or if the sigma pump malfunctioned.